Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported the controller would shut off and go black, patient would get a white screen, controller would freeze, they wouldn't be able bypass passive recharge, and the recharger would be hot when attempting to charge the implant. The issue began probably a couple weeks ago. Patient had the paddle placed directly over their skin. Patient denied burn marks. Agent reviewed with patient that they should be able to charge over thin clothing. During the call there were no damages in the controller port and recharger. Patient reset the controller and plugged the recharger. Patient got excellent then poor. Agent reviewed best charging practices and got excellent. Controller was at 60% and implant was at 30%. Patient didn't remember if they received a belt so patient would usually charge by putting the paddle and sticking the paddle inside their pants but that didn't work anymore. Patient had to manually hold the paddle over the implant. During the call patient got a message to recharge the controller. Patient plugged the ac power and controller was at 40%. Agent sent request to repair to replace the recharger and recharging belt.

Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) product type recharger was returned and the analysis results shows that there was a electrical failure, when trying to read ins get rm03 error code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.